Event description:
Baxter reported a pt experienced one incident of "important polyneuritis, cramps with fever and hypersensitivity after dialysis with a tricea 210g dialyzer." Baxter related that the pt had been using tricea dialyzers for the 3 months preceding this incident. It is not known if there was any pt injury or medical interventions associated with this incident and no additional information is forthcoming.